Event description:
It was reported that 1-year post-op a lap gastric band, the pt was having band intolerance. The pt was taken to surgery to remove the band. It was found that the silicone piece was floating freely on the tubing; it was sliding up and down the tube. There was also a micro perforation under the buckle. The surgeon placed a stitch on the stomach at the site of the perforation. The pt was discharged home and will receive a gastric bypass at a later date.

Manufacturer narrative:
Date sent: 11/2/2009. Device was not returned for evaluation.